Event description:
Additional information was provided from a consumer (con) via a company representative (rep) stated that the pump did not alarm while they were present. The tech service asked the patient and the rep to review the logs and confirm that there was no active alarm. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient pump was filled on 2025-05-16th with the low reservoir alarm active. The company representative (rep) stated that the pump continued to alarm after the refill and when the patient was seen yesterday, the active alarm banner was not in the home screen and there was no indication of active alarm to silence. The patient reported that they were hearing a little beep randomly approximately every 6-8 hours. The patient has a handset and there was no indication of an alarm. The patient was not having any symptoms. The technical service (ts) reviewed that the issue does not sound urgent due to no indication of an alarm and no patient symptoms but ultimately that would be a decision for the physician.

Manufacturer narrative:
Updated h7/h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.